Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. The reported issue of fullness was not confirmed in the logs; however, during previous therapy, the therapy was ended during drain 3 of 5 with the patient volume of 1971 mls. A new therapy was started right after and the initial drain was completed with a patient volume of 1259 mls. Fill 1 of 5 was completed with the patient receiving 2599mls. During dwell 1 of 5 the therapy was stopped, and a manual drain was performed. A short-simulated therapy was performed and was completed successfully without any delay, alarms or issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced ¿feeling stuffed and could not breathe¿ during dwell 1 of 5. The patient was connected to the homechoice pro device at the time of the events. Renal therapy services (rts) assisted the caregiver to perform a manual drain. The drain volume was 4627 ml. It was reported draining relieved the symptoms. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. No additional information is available.